Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switches on the escape, act, up arrow and down arrow buttons. The connector was inspected and locked on lcd board. The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and unexpected restart error test. No excessive no delivery alarms noted. All operating currents tested within the specification range and passed off no power test. The insulin pump had cracked reservoir tube lip and minor scratches on the display window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they experienced high and low readings, button error and excessive no delivery alarms. The customer had high reading of 565 mg/dl and low reading of 55 mg/dl. The customer treated the low with food. The customer stated that the act button was not working. The customer mentioned that she wore the pump in her bra. The insulin pump will be returned for analysis.